Event description:
The customer reported a loss of live image. No pt injury was reported.

Manufacturer narrative:
No ge service was performed. The customer cancelled the service call. No conclusion can be drawn as repair info is not available.